Event description:
It was reported that the lead impedance increased in bipolar configuration. The thresholds also were reported as increasing. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance increased in bipolar configuration. The thresholds also were reported as increasing. The lead is still in use. No patient complications have been reported as a result of this event. It has further been reported that the lead has been capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.